Event description:
It was reported that a caller could not adjust stimulation using the patient programmer. It was reported that the patient¿s wife indicated she had seen an eri message this message on the patient programmer but there was no message when interrogated with the 8840 (clinician programmer). It was reported that the implantable neurostimulator battery voltage was 2.88v. It was reported that the patient was getting improvement with essential tremor on the right side with constant current. It was reported the patient was back for his 3 month follow up appointment. It was reported that pulse width was increased and the patient was getting better control of his tremor. It was reported that on the 8840, the pulse width showed 310, but when synched with the patient programmer it showed 270. It was reported that impedance was within normal range ¿except electrode 3, showed high¿. C3: 6951 ohms; 03: 7375 ohms; 13: 7527 ohms; 23: 6028 ohms. It was reported that a longevity calculation was done that indicated eri: 2.44 years and eos: 2.69 years.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3387s-40, lot# v314995, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v314995, implanted: (B)(6) 2010, product type: lead; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 37642, serial# (B)(4), product type: programmer, patient. (B)(4).